Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device has not been returned to the manufacturing facility for evaluation. Therefore, an evaluation of the retention sample from the reported lot as well as the surrounding lots manufactured was conducted. A visual inspection confirmed there were anomalies noted. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record for the reported part/lot combination did not reveal any issues during the manufacturing of the reported lot. A search of the complaint database confirmed there have been no similar reports for the reported part/lot number combination. Although the exact cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4). Actual device not returned.

Event description:
The user facility reported that the introducer broke during removal. Follow-up communication from the user facility reported the following information: the introducer broke during removal from v femoral after atrial fibrillation ablation; the remaining part is still in the vein of the patient; the patient was transferred to vascular surgery department at (B)(6) to have it removed that same night; and the transient adverse events include: pain, transfer to another hospital, vascular surgical procedure, prolonged follow-up and hospitalization.